Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-00820. It was reported the patient experienced ineffective stimulation due to lead migration. Surgical intervention may take place at a later date. Note: it is unknown which lead migrated, as such both leads are being reported.

Event description:
Additional information received indicates surgery took place on (B)(6)2023 wherein the leads were disconnected and left implanted and an l2 lead was placed. Surgical intervention may take place at a later date to address the disconnected leads.

Manufacturer narrative:
The reported event of lead migration was not confirmed. This issue cannot be confirmed with product analysis. The lead passed continuity resistance and isolation testing.